Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Manufacturer representative reported the patient's stimulator was not working so they had the ins and leads explanted. It was reported that no factors contributed to the issue. The issue was reportedly resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.